Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to syncope/near syncope.  Review of a remote monitoring transmission indicated that the patient had received a shock for fast ventricular tachycardia (fvt), but the rhythm was suspected to be atrial fibrillation (af) with rapid ventricular response. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.